Event description:
The sales rep reported on behalf of the customer that when the customer opened the stem, they noticed some cotton wool on the product. No adverse consequences reported, an alternative device was available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.